Event description:
It was reported that prior to a da vinci-assisted surgical procedure (pre-anesthesia), the customer discovered the wire on the fenestrated bipolar forceps instrument was about to break. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the fenestrated bipolar forceps instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. An image of the fenestrated bipolar forceps instrument related to this event was received. A review of the submitted image was performed, and it was confirmed that the fenestrated bipolar forceps instrument conductor wire insulation was damaged with the bare wire exposed. Verification of the product and event details via system logs cannot be performed at this time because there is insufficient product information. In addition, a review of the site's complaint history identified no other complaints related to the fenestrated bipolar forceps instrument. This complaint is being reported due to the following conclusion: a fenestrated bipolar forceps instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the information for the patient-related was either unknown, unavailable, or not provided. The expiration date is not applicable. The product is not implantable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. D02 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of the damaged conductor wire insulation to be related to the customer reported complaint. The conductor wire was found to have insulation damage with the electrical wires exposed. There was material missing measuring approximately 0.020" x 0.051". The electrical continuity test was performed and passed. The root cause of this failure is attributed to a component failure. A review of the provided image was performed by an isi failure analysis engineer (fae). The instrument has suffered damage to the conductor wire insulation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h6, and h10. Corrected information is found in the following fields based on the updated primary product: d1 (brand name), d4 (product material number, product catalog number, product lot number, unique identifier number), and h4 (device manufacture date). On 24-jan-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind prior to the procedure. The fenestrated bipolar forceps instrument was reportedly sent back to isi for evaluation, but it has not yet been received as of the date of this report. A review of the logs showed the fenestrated bipolar forceps instrument (part# 420205-16 / lot# n10210322-970) was last used on 27-oct-2021 during a procedure with system sh2155. The fenestrated bipolar forceps instrument has 10 allotted uses and had 8 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the fenestrated bipolar forceps instrument.